Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose level was 44 mg/dl. The customer current blood glucose level was 56 mg/dl. The customer was treated with food and glucose tablets. Customer reported damage to the drive support cap. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Troubleshooting was performed. The insulin pump will be returned for analysis.